Event description:
Tbm called stating that she was an the ability expo, and the end user drove by and stopped and stated, the chair had a bad left motor, that her provider replaced with a used motor. The chair is working find now, but end user is alleging that the dealer bent both front riggings. End user stated that she got the chair in june 2014, and that it is a torque3. Tbm asked if he could look for a serial number and end user would not allow.